Manufacturer narrative:
(B)(4).

Event description:
The sensor pod was returned for evaluation. Due to the applicator no being returned with the sensor, an investigation was unable to be performed. The customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached cannula that occurred on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.